Manufacturer narrative:
A steris tech was dispatched to facility and reported that the side tilt saddle (p/n 133645-010) is fractured on the left side (looking from the head end of this 29 yr old table) where it attaches to the side structure of the table. The saddle is a bronze casting and would have to have sustained a hard impact to exhibit this type of damage. The steris tech could only perform a visual insp as the hosp would not allow the part to be returned for eval. The hosp would not permit any photographs of the damage to be taken. No repairs have been made and the table has been taken out of use. The table is maintained by facility biomed dept.